Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during total vaginal hysterectomy, when sealing the sacral uterine ligament about 2-3mm, sealing was insu fficient/partial sealing (energy output and sealing completion sound could be confirmed). There was re-grasp alert. When the sealing was performed twice, it felt that the sealing was weaker than usual, so the product was replaced with a new one. After that, the de vice could be used without any problems. The jaw region was a little dirty, and cleaned the area around the jaw every time it got dirty. There was no patient injury.